Manufacturer narrative:
An investigation of the customer issue included a review of the complaint text, in-house testing, a device history review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. A sensitivity testing protocol was executed using lot 68036li00 met acceptance criteria and determined the reagent is performing acceptably. The device history review did not identify any non-conformances or deviations. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hiv ag/ab combo reagent, list number 4j27, lot number 68036li00, was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect (B)(6) results for one patient undergoing pre-operative testing. The customer provided the following data: on (B)(6) 2017: sid (B)(6): the customer indicated that the specimen was initially processed manually using the accutrack method and was (B)(6). The specimen was sent to the hospital laboratory and tested using the architect (B)(6) assay generating a (B)(6) result: 0.25 s/co. The same specimen was tested again manually and was (B)(6). A result of 0.12 s/co was generated when retested using the architect assay. On (B)(6) 2017: a new specimen was drawn and tested both manually and with the architect assay. The manual results were again (B)(6) and the architect result was 0.12 s/co ((B)(6)). This specimen was sent to another laboratory. The result generated was (B)(6) (method unknown). The specimen was again (B)(6) when tested using the architect assay. On (B)(6) 2017: the specimen was tested at another laboratory ((B)(6)) using the architect assay and generated a (B)(6) result (specific result not provided). On (B)(6) 2017: western blot testing was completed on the specimen confirming the specimen to be (B)(6) (gp160, gp120, gp41 and gp24). There was no adverse impact to patient management reported.